Manufacturer narrative:
Conclusions: device investigation confirmed a malfunction of the device. The root cause for the device failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. In addition, pain was experienced regardless of use of the device, thus it was likely due to a device unrelated issue. This is a final report.

Event description:
For about one year since the beginning of 2019 the user has heard crackling noises with the device and could eventually no longer hear with the device. It is suspected that the coil might have moved downwards from where it was originally placed based on the user's report but the surgeon is not able to confirm the original position of the device and also stated that there is no reason the implant would have moved. The user also experiences pain near the implant site and coil which is emphasized when the site is pressed. The pain seemed to be always present regardless of use of external processor but tolerable. The recipient has been reimplanted. There were no visible damages on the device prior to being removed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For about one year the user has heard crackling noises with the device and currently can no longer hear with the device. It is suspected that the coil might have moved downwards from where it was originally placed. The user also experiences pain near the implant site and coil which is emphasized when the site is pressed. No trauma has been reported. Further medical intervention is considered.